Event description:
On 5/18/94, at 10:00 am ctr was informed by pt and home health rn of product defect. Pt stated, "the needle came off while the disc was still in the skin." The pt stated he was able to pull the needle out intact. The home health rn assessed the site, on the morning of 5/18. There was no signs of trauma or infection. New access was obtained. Previous access was cleaned and dried. No further complications with administration via set.